Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The coil was found detached outside the introducer sheath. The twist lock was found open. There were no issues noted on the introducer sheath and the delivery wire. The coil was found stretched, with the interlocking arm detached and with some blood in the fibers. The coil interlocking arm was not returned. There were no damages noted upon microscopic inspection on the zap tip shape and surface of both the coil and delivery wire. The interlocking arm of the delivery wire was found damaged. All dimensions for the delivery wire and the main coil were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2017. It was reported that the coil did not deploy. The target area was located in the pelvis. A 12mm x 40cm interlock¿-35 was selected for use. During procedure, it was noted that the coil did not deploy. The device was then removed via the catheter. The procedure was completed with another of the same coil. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the coil was detached and not returned. It was further reported that the interlocking arm of the coil was noted to have detached during the procedure.